Event description:
It was reported that during an lavh procedure, the tissue pad became burned. No piece fell into the pt. Another device was used with a new trocar to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/23/2008. Info anticipated, but unavailable at this time.